Event description:
A malfunction alarm, specifically alarm 01, was reported by the caller. There was no reported impact on the customer's blood glucose level, as the caller declined to provide this information. The customer successfully resolved the issue by loading a new cartridge and resuming insulin delivery, following instructions from technical support.